Manufacturer narrative:
The event unit is not available for return. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: gastric sleeve. Event description: the pharmacist from [hospital] (B)(6) has just contacted me because she has triggered a materials vigilance protocol in relation to a voyant clamp. There would have been a problem with a sleeve with dr [name]. Cer form received 26may2021: the patient was operated on (B)(6) at 8 a.m for a gastric sleeve. On (B)(6) at 8 a.m she became unwell and had a convulsive fit. The scan showed a hematoma. She was operated again at 12 o'clock, there were 1,5 liters of blood clots behind the great omentum. After this intervention the patient was transferred to intensive care unit until (B)(6). She should be out the hospital on (B)(6). Type of intervention: she was operated again at 12 o'clock, there were 1,5 liters of blood clots behind the great omentum. After this intervention the patient was transferred to intensive care unit until (B)(6). Patient status: she should be out the hospital on (B)(6).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gastric sleeve. Event description: the pharmacist from [hospital] (B)(6) has just contacted me because she has triggered a materials vigilance protocol in relation to a voyant clamp. There would have been a problem with a sleeve with dr [name]. Cer form received (B)(6) 2021: the patient was operated on (B)(6) at 8 a.m for a gastric sleeve. On (B)(6) at 8 a.m she became unwell and had a convulsive fit. The scan showed a hematoma. She was operated again at 12 o'clock, there were 1,5 liters of blood clots behind the great omentum. After this intervention the patient was transferred to intensive care unit until (B)(6). She should be out the hospital (B)(6). Additional information received by email from applied medical representative on 08june21: final patient status for the complaint: I haven't heard back from the pharmacy. And I'm waiting for an appointment with the surgeon. I'll keep you posted as soon as I know more . Additional information received by email from applied medical representative on 15june21: the patient left the hospital on monday (B)(6). Additional information received by email from applied medical representative on 22june21: the surgeon told me he had checked the staple line and he didn¿t see any bleeding. So he thinks it¿s due to the voyant device but he doesn¿t have the proof. Type of intervention: she was operated again at 12 o'clock, there were 1,5 liters of blood clots behind the great omentum. After this intervention the patient was transferred to intensive care unit until (B)(6). Patient status: the patient left the hospital on monday (B)(6).